Manufacturer narrative:
Zimmer biomet complaint number cmp- (B)(4). A osseotite® implant 4 x 13mm (oss413) and unk biomet screw were returned for investigation. Visual evaluation of the as returned product identified worn markings due to usage and a fracture on the collar along with a fracture screw inside implant. Pre-existing conditions noted on the per are bruxism and clenching of the teeth. Device history record (DHR) review was completed for the subject lot number (2011070473). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed for the unknown biomet screw, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2011070473) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for the unknown biomet screw. Based on the available information, device malfunction did occur and the reported events are confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported implant was removed due to fracture.